Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, loss of sensing and capture were observed on the right ventricular lead. The patient was experiencing phrenic nerve stimulation as the device paced; this was not observed until after testing was performed. Fluoroscopy confirmed that the lead was dislodged. Lead revision was attempted but the lead could not be repositioned after the helix had been retracted. The lead was explanted and replaced successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead measuring 64.9 cm was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.